Manufacturer narrative:
Good faith efforts to obtain more information regarding the event have been unsuccessful. The device was returned and visually inspected. Both halves of the cannula were returned,. There were no missing parts .the complaint that the device cracked in half was confirmed. The device was broken midway along the cannula tube. Surgiquest has inspected samples of the ias5-100lp product and found no issues. The device which is the subject of this report was manufactured 15 aug 2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. The entire lot has been distributed and no similar complaints have been received to date. Therefore the root cause of the malfunction could not be determined. The company continues to monitor the clinical use of airseal ifs and works diligently to ensure product safety.

Event description:
On february 15, 2016, surgiquest was made aware of a purported malfunction with one of its devices through one of its sales representatives. The reported event was described as "an airseal 5mm port ( model no. Ias5-100lp) broke inside a patient during a robotic hysterectomy, when the surgeon was about to commence the colpotomy." The reporter also indicated that the cannula "cracked in half." There were no adverse effects or injury to the patient. Both halves of the cannula were retrieved. Nothing was left inside the patient.